Manufacturer narrative:
This report is submitted on october 19, 2022.

Manufacturer narrative:
This report is submitted on december 20, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2021. It is unknown if the patient was re-implanted with another device. Further information is being sought from the clinic.